Manufacturer narrative:
The pump was received with a full segment display due to a faulty component on the interface board. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept blacking out and had cracks on the corners of the screen. Customer's blood glucose level was 102 mg/dl. The self-test failed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.